Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there is a button error. Customer was in the pool and the insulin pump possibly got splashed by water. The blood glucose reading is 177 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. All buttons functioned properly. No button error alarms noted. However, insulin pump had moisture damage on keypad traces. No moisture damage noted on electronic assembly.